Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of blackout occurs in the image, displayed an error code e315 (incompatible scope) was caused by a component failure. Foreign matter residue in the auxiliary water channel also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had blackout occurs in the image, displayed an error code e315 (incompatible scope) and foreign matter residue in the auxiliary water channel. There was no patient involvement.